Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512sd trocar sleeve breaks during use, causing loss of pneumo. The device was discarded.